Event description:
Stent deployment difficulty led to inaccurate placement. The report received indicated that during implant of the 10x40 smart control stent, the physician encountered difficulties, as the "stent jumped forward" during deployment and could not cover the whole lesion. Therefore, another stent was deployed to cover the lesion. No other complications were reported and the pt was reported to be in stable condition. Further info indicated that there were no problems encountered during advancement of the device, which may have contributed to the event. It was indicated that the smart control locking pin was in place during advancement towards the lesion and that the delivery system had been advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. It was indicated that the user held the handle of the smart control sds flat and straight outside the pt.

Manufacturer narrative:
The product is not available for eval. Additional info will be submitted within 30 days upon receipt.